Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump battery needed to changed 3 times in one week. The insulin pump had also alarmed for a failed battery and battery out of limit. The customer was advised to clean the battery cap and monitor the issue. The blood glucose reading was 200 mg/dl.